Event description:
It was reported to philips that the device experienced unspecified fault.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A philips authorized repair bench technician evaluated the device and found the issue. The technician provided a quote to the customer for the ac power module, paddles and battery. The device passed all performance assurance tests and was returned to the customer.